Manufacturer narrative:
Na

Event description:
It was reported that during an implantable cardioverter defibrillator replacement procedure, low atrial lead impedances of 100 to 390 ohms, and noise were noted. When the lead was attached to the pacing system analyzer, pocket stimulation occurred. Fluoroscopy did not show signs of dislodgement or perforation. The physician attempted to replace the lead, but was unable to obtain venous access.